Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by trouble draining. On the same date, the pt was hospitalized for the event. On the same date, dianeal therapy was discontinued due to the peritonitis. On an unreported date (same month as the event), the pd catheter was removed. The pt stated that some kidney function remains. The cause of the peritonitis was reported to be due to the pt not performing pd therapy for several days (dates unspecified). On an unreported date, the pt was treated with unspecified antibiotics. Two days after being admitted, the pt was discharged from the hospital. On an unreported date (same month as onset), the peritonitis resolved and the pt was recovered from the peritonitis event. Additional information is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g08029, h13h20055, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review on the potentially associated lot numbers will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. (B)(4).